Manufacturer narrative:
It is unknown at this time if the device will be returned for evaluation. Should additional information be received a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an upstream occlusion alarm occurred which could not be cleared was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that while demonstrating a secondary line infusion and the secondary line being disconnected, an upstream occlusion alarm occurred which could not be cleared and restarted by pressing "primary" and the "start," the set had to be removed from the channel and loaded again before the infusion was able to recommence. This may have been a false occlusion alarm. No additional information is available.